Manufacturer narrative:
An event of valve migration after deployment was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Information from the field indicated that the final implant depth of the valve was 3mm. The field also indicated that there was no difficulties in deploying, or retracting valve during the procedure and that there was sufficient calcium to allow anchoring of the device in the opinion of the user. Additional information indicated the valve was sized through angio CT. There was no allegation against the abbott device. Based on the information received, the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm portico valve was implanted. Post-implant with adequate height, "the valve smoothly migrated to the aorta." There was no issue with the large flexnav delivery system. The migration of the 27mm portico valve had been confirmed using echocardiography and fluoroscopy. The valve was sized using computed tomography scans. The final implant depth of the 27mm portico valve was 3mm, as recommended per the instructions for use. It was noted that there was sufficient calcium to allow anchoring of the device. The patient did not have horizontal aorta and there had been no difficulty implanting the valve. The migrated valve did not block any coronary arteries. No damaged was reported to the patient. A new 27mm portico valve was successfully implanted. It was also noted that a post-implant dilatation was performed after the implant of the second 27mm portico valve. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. There was no allegation of malfunction against the 27mm portico valve, large flexnav delivery system or procedure. The patient was discharged at the time of report.